Event description:
During the percutaneous transluminal angioplasty (pta) of a dialysis graft, the physician palced the pta balloon at the lesion and upon inflation with an indeflator, the balloon would not inflate. The balloon catheter was removed safely. The physician then tried to inflate the balloon on the sterile field with the indeflation device and also with a syringe, and again the balloon would not inflate. Another balloon of the same catalog and lot numbwer was used, without difficulty, to complete the procedure. There was no har to the patient.